Event description:
Surgeon was using the harmonic 1100 shears when the device stopped functioning. All prompts were followed as displayed on the ethicon harmonic generator. Shears were cleaned and retested but failed. Error message instruction was to replace the device. Device was replaced as suggested. No harm to patient, just a short delay.